Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2019. The customer blood glucose level was 600 mg/dl at the time of incident and the current blood glucose level was over 600 mg/dl. The customer was assisted troubleshooting for high blood glucose level. The customer was treated with insulin and fluids during hospitalization. The customer did not experience any symptoms related to high blood glucose. Customer reports they contacted their health care professional regarding the high blood glucose. Customer was not alleging pump was under delivering. Customer was unable to complete carelink upload. The insulin pump will not be returned for analysis.